Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: approximately 3 months ago, the patient noticed catching and locking in his right knee with a dull pain. He is walking with a limp and utilizing a brace. He can feel gross movement of his knee that gives a sense of instability. He has not had any incisional problems, no erythema, no areas of drainage. Patient treated with mupirocin/hibiclens prophylactically due to history of mrsa. Revision due to instability associated with a suspected broken poly post. Dense adhesions from his multiple prior surgeries. Tibial component well-fixed and left intact. Femoral component removed to implant a larger size. Femoral cone placed to fill void left from cement plug removal. Antibiotic stimulin beads placed prophylactically. Femoral component and poly exchanged without complication. Surgeon does not dictate the appearance of the poly upon removal; however, his pre- and postop diagnosis indicates poly fracture. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00318.

Event description:
It was reported that the patient underwent a right total knee arthroplasty. A year post implantation, the patient underwent separate revisions of the patellar implant and tibial bearing. Approximately 6 years later, the patient underwent a poly exchange due to aseptic loosening following a fracture of the poly bearing post. The patient then underwent a fourth revision due to fracture of the poly bearing post and instability approximately 5 years later. During the revision, extensive scar tissue was removed, and a new femoral component and bearing was placed without complication.